Event description:
It was reported that the user experienced repeated ¿pairing failed¿ alerts while attempting to connect dexcom g7 sensors to both the ilet and the dexcom app, despite correct pairing codes and functional ilet bluetooth, which is consistent with an intermittent communication failure involving an electrical/magnetic component such as the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to treatment or therapy as the user manually entered glucose and applied a new sensor while awaiting successful pairing. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices in the cgm pairing process, aligned with intermittent communication failure and involving an electrical/magnetic component such as the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.